Event description:
The following information was provided: mako tka 2.0. Surgeon complaint of cut inaccuracy, which resulted in the femur sitting off in multiple planes. Surgeon still used uncemented femoral prosthesis, however frustrated about recurrence of inaccurate cuts. Planar probe checks revealed extended and proud cuts for anterior chamfer, posterior chamfer and lateral distal cut. Tka 2.0 / (B)(6). Update: post chamfer: 2.7 extended, 1.2 valgus. Ant chamfer 1.3 proud, 1.3 extended.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no work order details are provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob3056 was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.